Event description:
Customer initially called to report high blood glucose levels. Customer then began to vomit during the call and was instructed to go to the emergency room for treatment. Customer went to the emergency room for high blood glucose levels. Nurse called and confirmed that customer had arrived at the emergency room. Troubleshooting was not done as the customer was not present at time of call. Nurse would instruct the customer to call back for troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.